Manufacturer narrative:
This report is submitted on august 15, 2017.

Event description:
It was reported that the patient underwent revision surgery (date not reported) to re-position the receiver/stimulator due to a non-device related medical condition.